Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s mother called to report that the patient¿s blood glucose was reading ¿high,¿ and a finger-stick check confirmed a value of 569 mg/dl. The mother also reported leaking cartridges. The agent reviewed the supply-change process and clarified that the luer lock should be connected after the cartridge is placed inside the pump. The mother attempted a supply change but again connected the supplies outside the device, stating this was the method she knew. The agent referenced the user guide demonstrating the correct procedure, but the mother declined to follow it. The agent planned a follow-up to ensure the blood glucose level was trending down. During follow-up, the agent confirmed that the patient¿s blood glucose levels were improving and placed an order for replacement supplies. According to the blood glucose questionnaire, the patient¿s glucose levels were affected, with a highest reading of 569 mg/dl and values remaining outside the target range for over four hours. No backup therapy was used. Ketone testing showed moderate ketones, later decreasing to a small amount, and the ketone action plan was followed. No steroid use, professional medical intervention, or additional assistance was reported. The patient experienced a headache during the event. Later, the patient¿s mother reported that the replacement shipment included the incorrect infusion sets. The agent arranged for the correct infusion sets to be sent. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.